Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one non-medtronic standard pta was used to treat the left swing point. One medtronic balloon was used for pre-dilation. Approximately 1 year post index procedure, the patient suffered restenosis of the left avf. This was treated with a non medtronic pta of the swing point and venous outflow. The investigator and safety assessed the event as not related to the index device, procedure or paclitaxel. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.